Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) could only rewarm the patient to thirty-four degrees celsius. Customer noted the flow was sluggish. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(4)2014: according to the ccp, there were no issues during set-up or during cpb until rewarming of the patient was started. The patient was placed on pcb at a blood temperature of thirty-five degrees centigrade. The patient was not actively cooled (during cpb), but drifted down to thirty-four degrees centigrade. When rewarming was attempted the water temperature was not able to be raised and the patient remained at thirty-four degrees centigrade. The ccp stated that they have three other cooler-heater type units and two of them were being used in another procedure. According to the ccp, the other unit was not filled with water and ready for clinical use. The clinical team elected to wean the patient from cpb at thirty-four degrees centigrade, which varies from their normal practice of warming the patient to thirty-six to thirty-seven degrees centigrade.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not duplicate the problem. The fsr noted there are calcium deposits all throughout the system. The fsr verified that the unit was never descaled. The fsr filled the unit with distilled water and tested it. The fsr performed descaling, drained, rinsed and drained again. He refilled the unit and completed a full inspection. The unit operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.